Event description:
It was reported an angio-seal device was deployed following an interventional procedure. Oozing was noted and a stasys patch was applied to achieve hemostasis. The pt's blood pressure later dropped and a blood transfusion was required. The pts hosp stay was extended due to a retroperitoneal bleed. No further info was required and the pt was reportedly recovering. The initial arterial puncture was high and believed to be above the inguinal ligament. The pt had been on reopro. A search of the database revealed no sts plus certification documentation for this user.